Event description:
It was reported that the intraocular lens (iol) implanted into the patient's eye had an optic edge defect. The stability of the iol was not affected. The patient's visual acuity was significantly improved after surgery. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: unknown, as information was asked but it was not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: email address: unknown, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.